Manufacturer narrative:
(B)(4). Concomitant medical products: biomet ref. (B)(4),lot 906730 m2a magnum taper adapter biomet ref. 192409 lot 044190 echo bi-metric collarless porous stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02874. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent total hip arthroplasty. Subsequently, the patient was revised approximately twelve (12) years later due to metal-on-metal.. During the revision, discolored synovial tissue, mostly related to metal-on-metal adverse tissue reaction, was observed. Osteolysis was observed towards the ischium and pubic bone. The initial stem was retained, all other components were revised without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, b7, g3 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.